Event description:
Per the clinic, the patient experienced decline in performance with implanted device, accompanied by unpleasent and roaring like sound wearing the external device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (b)(6) 2026, and the patient was reimplanted during the same surgery.